Manufacturer narrative:
Batch review performed on 27 august 2021: lot 154785: (B)(4) items manufactured and released on 11-jan-2016. Expiration date: 2020-dec-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 2 years and 5 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.